Manufacturer narrative:
Unit received with constant a motor sensor alarm during rewind due to motor encoder out of phase. Unable to perform displacement test and confirm unexpected empty reservoir alarm due to motor sensor alarm. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed motor sensor and empty reservoir although insulin is in the reservoir. Customer indicated that pump was next to an MRI machine. Customer's blood glucose was 218 mg/dl at the time of incident. Troubleshooting was done alarm but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.